Event description:
Customer reported that erratic sodium and chloride results causing low anion gaps were generated by the unicel dxc 600i synchron access clinical system. The results were not reported out of the lab. The customer calibrates and runs quality controls upon noting the low anion gaps. The samples are retested and reports are issued. There was no change to the pt's care or treatment related to this event. There are no reports of any serious injury or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The system cultured positive for multiple organisms including pseudomonas spp. The fse decontaminated the system and replaced several ise (ion-selective electrode) module parts. The customer also changed the lot of buffer reagent. While this measure may have resolved the problem, a clear root cause could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.